Event description:
The following was provided by davol by the patient's attorney: on (B)(6) 2011 - the patient underwent a retropubic 'tvt" (alleged to be a bard/davol soft mesh) urethropexy due to symptoms of recurrent urinary incontinence. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. If additional event, and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.